Event description:
Additional information indicated there were anti-tachycardia response (atr) episodes storged. There was noise present and impedance measurements were 460 to 670 ohms. When impedances were taken in the bipolar configuration the measurement were 500 ohms and when taken during isometrics they were 310 ohms. The p-wave measurements were 1.1 unipolar and threshold measurements were .9 volts at .5 milliseconds. It was noted the noise was present in both unipolar and bipolar configurations. Technical services (ts) discussed a lead revision because they would not be able to program around the noise because the current sensitivity was at .5 millivolts which could lead to undersensing. No adverse patient effects were reported.

Event description:
Additional information indicated a lead revision procedure was performed. This lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedance measurements greater than 2000 ohms. The ra lead was programmed to bipolar and the physician will continue to monitor. No adverse patient effects were reported.